Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
A patient specific implant request was received for the patient's right hip. Noted on the form: "aseptic loosening r thr. Failed acetabulum with solid lords hip femoral prosthesis. Revising acetabulum only, but need full range of femoral heads." Planned date of surgery is (B)(6) 2023.